Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings a longevity calculation was performed and was found to be within the expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that device reached eri early. The device was explanted and replaced. Patient is in good condition.